Manufacturer narrative:
(B)(4) the cryos device was discarded but a device history review for lot number mfr1012a was able to be obtained. After reviewing the mfr1012a for the cryo device, no irregularities associated to the reported failure mode, or possible associated components. There was nothing in the device history record that would indicate the unit was released with any non-conformities that would have contributed to the complaint.

Event description:
It was reported that on (B)(6) 2018 a (B)(6) male patient underwent a redo nuss procedure with cryo nerve block. Per the surgeon, while doing cryoa on the left side incision with the cryos device, the braided insulated portion of probe failed to prevent the skin at incision site from being frozen solid. The surgeon excised the frozen portion of the skin to help prevent against frostbite. Procedure was completed. Post procedure the patient pain is being managed by standard nuss protocol.